Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pcb board had failed, which caused the no food alarm to fail. The pump was scrapped per the initial reporters request.

Event description:
The initial reporter stated that the pump was alarming an error code 10 and would not turn off. When the pump was returned to mmdg for evaluation the no food alarm did not alarm as expected. It failed to alarm. The initial reporter stated that the complaint had occurred during testing and had no affect on a patient. The alarm failure was discovered at moog. (B)(4).